Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any actions to address the high blood glucose and did not require assistance from a third party. Technical support provided information on resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.